Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part # 314.467. Synthes lot number: 5171919. Release to warehouse date: 28-apr-2006. Manufacturing site: synthes monument. No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspections revealed that the distal threaded portion tip of the stardrive screwdriver shaft was found stripped. Hence the complaint is confirmed. Manufacturing evaluation report review: a manufacturing record evaluation was performed for the finished device lot number, there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: a definitive root cause could not be determined, it is likely that the device was subjected to excessive forces during the 13+ year life of the device. It is also possible that stripped tip may have caused inability to engage screws. After a visual inspection, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: kwq. Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during inspection the cannulated hexagonal screwdriver and stardrive screwdriver shaft tip was bent and not engaging screws. There was no patient involvement. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) stardrive screwdriver shaft t8 105 mm. This is report 2 of 2 for complaint (B)(4).